Manufacturer narrative:
The insulin pump had unresponsive buttons due to unlocked connector at the lcd board. It was unable to perform the displacement test due to unresponsive buttons. Device had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the up arrow and esc buttons on the insulin pump were not responding. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 168 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.